Manufacturer narrative:
Manufacture date: (B)(6) 2021. Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
Three treatments were performed in the right coronary artery (rca) using a diamondback 360 coronary orbital atherectomy device (oad) on low speed, advancing from distal to proximal. Three passes were performed on high speed. Followed by two additional passes on high speed. Cineangiography then revealed an oad driveshaft fracture. An unsuccessful attempt was made by pulling the viperwire advance guide wire. The oad fragment became lodged at the location of the guide catheter tip. Using the guide catheter extension advancing to the coaxial position, all components and fragment were removed. A drug coated balloon was then used to complete the procedure. The patient did not experience any adverse event following this procedure.

Manufacturer narrative:
The oad was returned to csi for analysis. The oad was returned with a driveshaft fracture located at the distal edge of the crown. Scanning electron microscopic images identified fatigue striations at the site of the driveshaft fracture. The fracture occurred at the distal edge of the crown. The exact root cause of this reported complaint is undetermined. The crown weld location was examined and found to be within manufacturing process parameters. It should be noted that the diamondback 360 coronary orbital atherectomy system instructions for use manual warns, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The IFU also states, "performing treatment in excessively tortuous or angulated vessels or bifurcations may result in vessel damage or device failure requiring retrieval." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).